Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, myopotential oversensing issue was observed. No intervention has been performed and device remains implanted. Patient is stable.

Event description:
New information received on (B)(6) 2019 states that programming changes were made. Patient had an additional episode of oversensing issue and additional programming changes were made to address the issue. Patient will return to clinic for a follow up visit. No further information is available.